Event description:
It was reported, that: the metal nose has broken off. It was only noticed in this case as the implant would not attach to the adaptor because it has previously been broken off. No patient involvement.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in canada. The client has indicated that the product is in process of being returned to zimmer biomet for an investigation. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Event description:
It was reported, that: the metal nose has broken off. It was only noticed in this case as the implant would not attach to the adaptor because it has previously been broken off. No patient involvement.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to make a correction. Upon reassessment of the reported event, it was determined that the event had been reported twice. (B)(4) is a duplicate of (B)(4). This medwatch will be voided. This event will be reported by medwatch facility UK - 3002806535-2022-00223.